Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records waas performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a stent placement procedure using venovo venous stent. Prior to the procedure, it was reported that the actual product did not come in proper packaging. It was further reported that the product was not packed in a box but only in plastic. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was received without product card box. On the pouch label two peal-off labels are missing, and the pouch has been cut open. The label is correctly printed. The sealing seam is visible in good condition; a damage cannot be identified. The stent delivery system is in unused condition and correctly fixed on the tray inside the pouch without visible damage. Provided images demonstrate the product inside the pouch, and on one image the pouch is unopened/ not cut open. Although it is not clear when the unpacking/ pealing-off occurred and although a device deficiency is not visible, the investigation leads to confirmed result for missing product card box and two missing peal off labels. Based on the investigation of the provided information, the investigation is closed as confirmed for missing card box and peal-off label. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used. G3, h6 (method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient prepped for a stent placement procedure using venovo venous stent. Prior to the procedure, it was reported that the actual product did not come in proper packaging. It was further reported that the product was not packed in a box but only in plastic. There was no patient contact.